Manufacturer narrative:
Returned device was received in good physical condition. However, there is contamination on the plunger head and by the flippers. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor test error was duplicated on power up and the force sensor was not indicating when force was applied. Multiple components were found to be the cause including the entire plunger head assembly and the force sensor. Contamination and foreign material was found inside the plunger head. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that smiths medical medfusion 3500 pump's force sensor failed. It was reported that the reported event did not occur while in use a patient.